Event description:
Follow up information identified patient¿s weight. A section is filled.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient feels pain at the ipg site when stimulation is turned both on and off. The pain started four months after the device was implanted. Although the patient is not using the device currently, she is keeping it charged. Patient may be pending surgery to explant ipg.